Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that hps-hb11 device was being used during a hip arthroscopy on (B)(6) 2019 when the device "stuck in itself". Per the reporter, a component of the device came loose and fell into the surgical site. The component was retrieved using the shaver, per the reporter. There was no report of injury to the user or the patient. There was no medical intervention or hospitalization required. The procedure was completed successfully using another-like device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The customer returned a total of two (2) items for evaluation; one has been used and one is still in the original package and not used. Examination of returned used device found inner tube melted at the bur tip and the bur tip does not rotate. The second bur was tested and performed as intended, no fault found. The observations noted during evaluation indicate that excessive force at the bur tip was the cause of the failure. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 13 complaints, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: precautions: always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaving blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.